Event description:
A customer reported via phone call indicating that they had been in a vehicular accident and was hospitalized for a hypoglycemic event. The customer was the driver and had hit a concrete wall at 60 miles per hour. The customer was found by a state trooper at the scene of the incident. The customer's blood glucose was at 50 mg/dl and at 45 mg/dl when they were admitted to the hospital. It is unknown if the customer had a hypoglycemic episode prior to the accident or if there was a malfunction in their insulin pump. The customer was treated with insulin injections. The customer was not injured in the accident. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.